Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2020 that a lighttrail reusable 365um laser fiber was used in a flexible ureteroscopy (flex urs) procedure for nephrolithiasis in the kidney performed on (B)(4) 2020. Reportedly, the laser unit used was an auriga xl laser console. According to the complainant, during the procedure, the laser fiber broke while they were advancing it through the scope. Reportedly, no fiber fragments fell inside the patient. The procedure was completed with another lighttrail reusable 365um laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.